Manufacturer narrative:
The distal portion of the lead was returned but analysis could not be performed due to legal restrictions. The distal conductor of the lead developed a fracture due to flexing while in vivo was observed with non destructive testing. Concomitant medical products: model: 407645, lead; implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with rising and high pacing impedance, multiple high rate non-sustained episodes, increased short interval counts (sic), high thresholds, and oversensing noise. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable was extrinsically cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.